Event description:
The customer stated that someone who was employed as a cleaner at her workplace, alleged they were accidentally stuck with the customer's lancing device. The customer disputes this because the cleaner described the lancet as being white and the customer claims she has been using colored microlet lancets. The cleaner has initiated a law suit against the customer. Further information about the event was not provided.

Manufacturer narrative:
The model number, lot number and expiration date were not provided. The manufacture date cannot be determined. Lancets are not 510(k) cleared.

Manufacturer narrative:
The device was not reprocessed and reused on a patient (d8).